Event description:
A (B)(6) old male patient called zoll customer support to report an unrelated issue with his electrode belt. Upon servicing his electrode belt, a wire was found to be damaged.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, a green wire (belt discharge) was found to be severed in the cable running from ECG c to ECG d. The root cause for the damage cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the damaged cable. The patient received a replacement electrode belt.